Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 8/9/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. H3 investigational summary: the product was returned to ethicon for evaluation. The returned product revealed that was received, one open box that pertained to product code vcp359h. Upon the visual inspection of the received box, it was found that contained only thirty-four foil packets instead of thirty-six foils. This product requires thirty-six packages per box. In addition, it was noted that the tab dispenser was removed from the box. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a distributor on(B)(6) 2024 found there were two packages of products less than expected in the box during normal checking. There should be thirty-six packages of products in the box, but actually there were only thirty-four packages of products. No additional information could be provided.